Event description:
Add'l info rec'd from MFR 12/15/00: the lead was removed from svc on 9/20/00. It was surgically capped and remains implanted.

Event description:
Pt had a routine implanted cardioverter defibrillator follow-up. Interrogation of device shows that pt is having episodes of what appear to be atrial fibrillation with rapid ventricular response. Pt has normal implanted cardioverter defibrillator function with the exception of dislodgement of the ventricular lead. The pt was admitted for lead revision.